Event description:
The lay reporter contacted lifescan (lfs) on october 11, 2006 alleging an apply sample icon on the pt's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for futher clinical info. Mas also listed to the recorded call and obtained the following info: the pt had a stroke last yr, has speech impairment and memory loss. On september 27, 2006, the pt attempted to test his blood glucose and obtained an apply sample icon. The pt did not experience any symptoms at the time of testing. The pt took his insulin 25 units of 70/30 after attempting to use the meter. At an unspecified time, the reporter contacted the pt's physician and was advised to go to the ER. Around 7:00 pm, the pt went to the ER and was admitted for 2 1/2 days. The reporter mentioned, that the pt "was given something to bring his count back down". The reporter did not know what the pt's blood glucose reading was in the ER. The technique of applying the blood on the test strip was incorrect. Applying the blood incorrectly on the test strips can lead to false blood glucose readings. Customer care advocate (cca) assisted the reporter using the subject test strips and issue was not resolved. Reporter opened a new vial of test strips and issue persisted. Cca was unable to resolve the issue and sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long the pt was having an issue with the meter and what the pt's blood glucose reading was in the ER. The complaint is being reported because the pt attempted to use the meter and was unable to obtain a reading and was admitted in the ER for 2 1/2 days and treated in the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.